Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2: reference MFR report: 3008829311-2016-00112. It was reported the patient ((B)(6)) experienced numbness in his hand and a lack of balance in his legs following a revision procedure (reference MFR report: 3008829311-2016-00113). Multiple CT scans were obtained and no anomalies were revealed. Surgical intervention was undertaken and the system was explanted. Following the explant the patient regained normal sensation to his hand and began to achieve a return of balance.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2016-00112.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00112.